Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date:unknown. H.6. Investigation summary: "material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that during use of an unspecified abg syringe there was foreign matter on device cannula. The following was reported by the initial reporter: the nurse followed the doctor's instructions to collect arterial blood from the patient. When checking the product, she found a cord-like foreign object in the blood gas needle and sealed it immediately.